Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 97745, serial# unknown. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with a wireless external neurostimulator (wens). It was reported that setting not available and out of regulation was seen on the controller. Reviewed to consider reducing intensity down to zero on active group and then increase intensity. Rep programmed one group with 3 programs. All programs down to zero and patient unable to increase any of them. Out or regulation message. Rep is going to meet with patient tomorrow (aug 17, 2018) for troubleshooting. Additional information was received on aug 17,2018 it was reported that group a : program 1 0 +-+ 440 50 hz, program 2 8- 9- 10+ 400 us 50 hz and program 3 9- 10- 11+ 440 us 50 hz. Rep stated that an alert was displayed which indicated that 6,7,4,8,10,11 may be open or short with ref 0 the following impedances were provided: 7 40000 ohms 9 40000 ohm 10 40000 11 490 12 490. Ref 11 9 40000 ohms 10 40000 ohms. Had rep look at the ens to determine if the leads looked like they were aligned properly. Rep stated that the 0-7 lead looks like it may have been misaligned but the primary problem was with 8-15 lead. Impedances were re run and for 0-7 electrodes the indicator is green and electrode 8 380 ohms and 9 had the x indicator 10 and the ! Indicator 11 had the ! Indicator 12 had the x indicator 15 had the x indicator. Rep stated that while in programming session the tablet displayed a message with error code 0 x 28725367. This message forced a restart of the therapy app. This occurred at the beginning of the call and was resolved with the app restart. Rep stated that impedances is high on one lead and patient is not feeling stimulation on the other lead. Additional information was received from the manufacturing representative (rep). It was reported that patient's trail leads were pulled out. Patient is not processing forward with permanent implant. No patient symptoms or complications were reported in this event.